Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97740, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that a patient's back pain has gotten worse and the ins is making the pain worse. Patient said the "MRI is not being done to check on a problem with the ins though". It was noted one source document reported the MRI is due a problem with the patient's device/therapy ((B)(4)) and the other source document reported the MRI is not due a problem with the patient's device/therapy ((B)(4)). The patient also said the ins was working well for their pain. No further complications were reported. No additional patient symptoms were reported. The patient reported a power on reset (por) message on their recharger. They noted having a recent MRI about a month ago, that could be related to the issue. The patient stated that the MRI was to diagnose if their back had worsened. They indicated that their back pain has flares, but they normally go away with doing yoga. The patient noted that their last flare got worse about 1.5 months ago, and the ins is not covering everything anymore. They mentioned that they have to ¿go super high¿ to where they cannot walk, and that¿s the only way they can get coverage. The patient stated that the device worked after their MRI for a little bit before the por appeared. At the time of the report, the recharger first showed an informational por, but then it showed a warning por. The patient stated that the ins is not charged, because it would not let them recharge it. It was noted that the ins was taking a charge at the time of the report. The patient then tried using the programmer, which showed a warning screen to charge the ins. The patient was instructed to charge the ins, and call patient services back to see if they can clear the por with the programmer. They added that they are having more back pain, and are not getting enough pain coverage from the ins. The patient noted that their next appointment with their healthcare provider is in (B)(6). No further complications were reported or anticipated. Indication for use is unknown.